Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the respiratory therapist was called to patient's room for desaturations. The patient was on a home CPAP as well as an overnight pusle ox. Saturations were reading between 86 and 88 percent. No improvement in oxygenation despite the increase in oxygen. Spo2 was then checked with a portable machine that read 94%. Customer does not know what model was involved. Overnight pulse ox machine pulled and replaced with a new one. The patient was placed on continuous pulse ox reading via the monitor. Customer notes that there was no harm to the patient. Customer complains that the device is "not working because it is in the custom mode". A note on the monitor indicates "spo2 not correlating. Reading 5% to 6% off". Biomed states that the device is reading within tolerance as per the masimo tester. There were no consequences or impact to patient.